Event description:
It was reported in pretesting the product, "failed to inflate the cuff."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Follow-up information was received via email on 04/07/2014, informing that the product was intended to be used for treatment. A quality evaluation was performed on 04/30/2014. Received was one unit from i.d. 7.0mm, tracheostomy tt basic tube with frosty balloon. Product fitted with pvc bullet valve, connector and neckstrap assembly of corresponding size. Pilot balloon printed with sizes identification and work order # (B)(4). The product was examined and tested on 04/07/2014 and 04/24/2014. Attempt to inflate the balloon completely with air was not possible during inflation. Blockage was encountered when tested with colored water where restriction was felt at the inflation tube aperture inside the inflation lumen. The affected area was cut and examined and observed that the tip end of the inflation tube was found to be narrow and blocked by adhesive used in assembly and thus, restrict/allow the air or color water flow effectively. Review of records did not show any evidence of "non-inflation" detected during the 100% inspection after assembly. Based on analysis on the returned sample provided and tested showed the product did not perform to specification. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 01, 2014.